Event description:
It was reported that the pinnacle trial liner was damaged and scored. It was further reported that the device was had a gouge and a crack that was propagating to the edge. The device was still in one piece. It was noted that the user was concerned about sterility/safety. There was no patient involvement. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.